Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted event log file, containing approximately 13 days of information (13aug2022 to 26aug2022 per timestamp). Beginning at 23:55:46 on 14aug2022, the rsoc values of both cables began to decrease steadily. These fluctuations first resulted in the activation of low power hazard and power cable disconnect alarms. As the rsoc values approached ~0 volts at 23:55:50, a no external power alarm was activated. The observed alarms momentarily cleared at 23:56:01, as the rsoc values briefly returned to typical mpu values. However, one second later, the rsoc values decreased again, activating low power hazard, power cable disconnect, and no external power alarms appropriately. The observed no external power alarm cleared at 23:56:29, at which time the white power cable was reconnected to battery power. During the interval of power interruption, the system was supported by the emergency backup battery and the pump was able to maintain a speed above the low speed limit. The mpu (serial number: unknown) was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis; however, the observed events are consistent with a loss of ac power. The heartmate ii patient handbook section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records of the mobile power unit were unable to be reviewed, as the serial number was not provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review found no external power events while the patient was connected to the mobile power unit (mpu).